Event description:
On october 7, 2002 a delicate ivd rongeur was received with a report that a screw from the rongeur fell into the pt during surgery. A request was made for additional info/clairification of the event. A reply received on october 28, 2002 revealed that, as a result of the screw separation, the procedure was extended by approximately 45 minutes. It was reported that there were no clinical consequences to the pt.